Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on radius side assessed as surgical damage. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ use error: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ crease is observed.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. .

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and rupture. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii and rupture.